Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's daughter called to report different values obtained with the patient's performa and the doctor's performa within 10 minutes. The test strips used were the same for both measurements. Patient's performa: 516 mg/dl 11:29 am (B)(6) 2017. Doctor's performa: 200 mg/dl 11:29 am (B)(6) 2017. Lot not provided. At the moment of the call, the daughter did not have the test strips. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.